Manufacturer narrative:
Examination of the device is not possible since it was implanted and not returned. No conclusions can be drawn for the root cause of the source of the broken implant. No action is planned at this time since no manufacturing, product or system discrepancies or deficiencies were identified. This is the final report that will be submitted associated with this incident and device.

Event description:
It was reported that during the implantation of an ardis implant, the implant cracked and chipped. The implant (along with the chipped portion) was wedged tightly in place so it was not removed. No delay to the case and no pt implant was reported.